Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent an unknown surgery with the stem. The surgery was completed successfully without any surgical delay. After the surgery, cut-out occurred, so that a revision surgery will be performed on (B)(6) 2022. It was confirmed that the reason for the revision surgery this time was fracture around the stem. Doi: (B)(6) 2015; dor: (B)(6) 2022; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed h10 additional narrative:

Event description:
Additional information received. It was confirmed that the cause of the loosening is the fracture around the stem. The patient underwent the initial surgery with other companies' products, and after that, the patient has been through several revision surgeries over the years. In the last revision surgery, the stem in question and a mesh were used for the treatment. But after the last revision surgery, a fracture occurred around the stem and the reinforcement by the mesh collapsed. The stem was removed and replaced with another company¿s implant in this revision surgery. The revision surgery this time was performed via tha and completed successfully within 30 minutes delay. It is not reported whether the mesh was our company¿s product or not. Other possible causes of fracture around the stem than the product include patient bone quality.